Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 - 2024 - 09683 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope chip is loose and the needle would not go through during the procedure. The issue occurred during an unspecified procedure. There were no reports of patient harm.